Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required excessive force to elicit a response. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive and sticking. The reporter denied any damage to the pump or any evidence of moisture in the pump. The pump was reportedly cleaned with a damp cloth and the patient reportedly wore the pump in a pocket. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The reporter contacted animas on (B)(4) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive and sticking. The reporter denied any damage to the pump or any evidence of moisture in the pump. The pump was reportedly cleaned with a damp cloth and the patient reportedly wore the pump in a pocket. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.